Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 505mg/dl. Customer treated their blood glucose with a bolus. The customer declined to troubleshoot for the insulin pump. Customer stated they were able to deliver a bolus during the call. The customer declined to return the insulin pump for analysis.